Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. However, changing out only a solution bag, a partial swap of supplies, is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during fill 1 of 6 of peritoneal dialysis (pd) therapy, while the hp was connected. The hp stated that they had tried to change out the solution bag. The technical service representative (tsr) explained the alarm to the hp, assisted them in removing the cassette, and advised them to start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.